Event description:
The patient had the ifuse implant index surgery or her left side on (B)(6) 2010. Several months later , the patient complained of left side pelvis pain. A diagnostic si joint injection was performed on the left side which gave the patient marked, but temporary pain relief. The surgeon felt that there was some loosening of the implants on the sacral side. On (B)(6) 2012, the surgeon explanted the proximal ifuse implant and then grafted the defect with bmp and allograft and placed three 7.0 mm ao screws across the si joint into the sacrum. At surgery, the surgeon found that bone had overgrown the lateral aspect of the first aspect of the first implant. The surgeon had difficulty removing the implant. The surgeon had difficulty removing the implant. The surgeon used a high speed burr and osteotomes to remove the implant. The implant had good bone ingrowth on the iliac end, and minimal ingrowth on the sacral side .the patient had no new complaints after the revision surgery. Per dr. (B)(6) (si-bone vp medical affairs), "this is a case of symptomatic late loosening."

Manufacturer narrative:
Product was sent to (B)(4) (third party analysis laboratory) for histology analysis to assess bony in-growth. No structural analysis is performed. Based upon the complaint information and investigation, there is no evidence to suggest device failure or that the device is out of specification. In addition, the failure mode and effects analysis and the surgical technique manual were reviewed. Root cause is likely symptomatic late loosening of the ifuse implant.